Event description:
The caller stated on (B)(6)2010 that the flange broke off of the pt's tracheostomy tube. The caller stated that she changes out the pt's tracheostomy tubes every couple of weeks due to mucus build up and infection control. The caller stated that she thinks a small piece of the flange went into the pt, and on (B)(6)2010, the home healthcare provider rep to the customer was reached and he stated that the pt would be getting an x-ray to check if the piece did go into the pt, although he didn't believe it did.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.